Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant was found to have a tear on the anterior view, measuring approximately 3.0 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. During the packaging process, there are three inspection points where 100% of the devices being packaged are inspected in their primary packaging. If a device was punctured and presented as deflated during the inspection, the device would be removed from its packaging and inspected further. With consideration to current process controls and manufacturing records, this issue could not be confirmed to be a manufacturing defect. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue was addressed through mentor¿s quality system. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to implantation, a saline mentor smooth round high profile 500cc breast implant was found to be deflated. There was no reported patient involvement, adverse events, or delays in surgery.